Event description:
A case at infirmary was published in the heart journal describing percutaneous closure of an uncomplicated secundum atrial septal defect in a pt. Transoesphageal echocardiogram (toe) showed acceptable margins and closure was attempted with a 16mm asd device. The device position was unstable because of the pt's floppy posterior margin and the device was retrieved. Successful closure was achieved with a 20mm asd device; although, retrieval and repositioning were required on five occasions. Following release of the device, a pedunculated 8mm thrombus attached to the center of the left atrial disc. Since there was particular concern about emolization given the highly mobile appearance of the clot, infusion treatment with abciximab and heparin was administered for 12 hours. Toe performed the following day showed a very small strand of thrombus attached to the center of the left atrial disc. Heparin was discontinued and the pt was discharged on aspirin and clopidogrel with no complications. Toe performed two weeks post procedure showed complete resolution of the thrombus.